Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported from the (B)(6) smart pms for sfa study that on an unknown date in 2014, the patient expired. The cause of death was unknown. On (B)(6) 2013, two 6.0x150mm smart stents were placed in the target lesion without any issue. The target lesion was the middle portion of the right superficial femoral artery. The target lesion was moderately calcified and moderately tortuous, with a rate of stenosis of 86.9%. There were no additional patient or treatment details available. There was no actual known cause of death. It was unknown if the cause of death was related to the smart stents or the procedure. (B)(4). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. (B)(4). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the exact cause of this event. There may have been patient and pharmacologic factors involved that may have contributed to this incident. This event is listed in the instructions for use as a possible adverse event. There is no indication that the event was related to a design or manufacturing issue; therefore, no corrective action is needed. This will be submitted as an initial/final MDR report. No further reports will be submitted, unless there is additional information provided. In which this will be submitted within 30 days of receipt.

Event description:
It was reported from the (B)(6) smart pms for sfa study that on an unknown date in 2014, the patient expired. The cause of death was unknown. On (B)(6) 2013, two 6.0x150mm smart stents were placed in the target lesion without any issue. The target lesion was the middle portion of the right superficial femoral artery. The target lesion was moderately calcified and moderately tortuous, with a rate of stenosis of 86.9%. The devices will not be returned for analysis. There were no additional patient or treatment details available. There was no actual known cause of death. It was unknown if the cause of death was related to the smart stents or the procedure.